Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported that patient's left hip was revised due to instability and discomfort.

Manufacturer narrative:
An event regarding instability involving an unknown omnifit liner was reported. The event was confirmed by medical review by a clinical consultant. Method & results: product evaluation and results: not performed as the device was not returned. Medical records received and evaluation: a review of the provided medical information by a clinical consultant concluded the following: procedure-related factors: end of normal service life for the omnifit liner with ¿normal¿ wear given patient age and implantation conditions. Patient-related factors: limited info. Device-related factors: none diagnosis: end of normal service life condition for an omnifit liner with normal wear rate given patient age and implantation conditions contributed to instability with discomfort in the arthroplasty requiring revision with liner exchange. Conclusions: a review of the provided medical information by a clinical consultant concluded the following: procedure-related factors: end of normal service life for the omnifit liner with ¿normal¿ wear given patient age and implantation conditions. Patient-related factors: limited info. Device-related factors: none. Diagnosis: end of normal service life condition for an omnifit liner with normal wear rate given patient age and implantation conditions contributed to instability with discomfort in the arthroplasty requiring revision with liner exchange. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's left hip was revised due to instability and discomfort.

Manufacturer narrative:
Reported event: an event regarding instability and osteolysis involving an unknown omnifit liner was reported. The event was confirmed by medical review by a clinical consultant. Method & results: -product evaluation and results: not performed as the device was not returned. -medical records received and evaluation: a review of the provided medical information by a clinical consultant concluded the following: in summary should the current failure be considered an ¿end of service life¿ event for the poly liner of the patient in proportion to use and materials properties of the device and young age of the patient and as such represents a procedure-related factor without device-related matters present. This pi case is not device-related. Procedure-related factors: - end of normal service life for the omnifit liner with ¿normal¿ wear given patient age and implantation conditions. Patient-related factors - none evident. Device-related factors: - none conclusions: - end of normal service life condition for an omnifit liner with normal wear given type of polyethylene, patient age and implantation conditions contributed to instability with pain in the arthroplasty requiring revision with liner exchange. Osteolysis problems in and around the arthroplasty were only partially addressed. -product history review: not performed as the device lot details were not provided. -complaint history review: not performed as the device lot details were not provided. Conclusions: a review of the provided medical information by a clinical consultant concluded the following: end of normal service life condition for an omnifit liner with normal wear given type of polyethylene, patient age and implantation conditions contributed to instability with pain in the arthroplasty requiring revision with liner exchange. Osteolysis problems in and around the arthroplasty were only partially addressed. No further investigation for this event is required at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's left hip was revised due to instability and discomfort. Update 27 may, 2019: medical review update identified normal wear of the liner leading to the reported instability and also identified osteolysis as an additional failure mode.